Manufacturer narrative:
(B)(4). The as-analyzed condition of the device was identified as "failure to load/fitting problem; seal". The root cause of the as-analyzed failure is undetermined because the event occurred during the use of the device and the procedural operation is unavailable for our review. The as-analyzed failure mode is addressed in our CAPA system (B)(4). The device was returned to the factory for evaluation. The device was evaluated in response to the reported "failure to deploy". Blood was not observed in the delivery tube. No evidence of blood was observed on the device. There was no blood on the seal or inside the delivery tube, which indicates no attempt to deploy the device into the aorta. The slide lock was engaged. The plunger was not depressed on the delivery device. The seal and tension spring assembly remained inside the loading device. Device measurements were unable to be taken; the delivery tube was deformed. The presence of the seal assembly inside the loader, the absence of blood in the tube and the observations of the slide locked and the plunger not depressed indicate that the device was inadvertently left in the loader when the delivery device was pulled from the loader. Based upon the as-received condition of the device, the reported complaint for failure to deploy is unable to be confirmed.

Event description:
(B)(4). The hospital reported that during a coronary artery bypass procedure, hs iii proximal seal system 3.8mm did not deploy during procedure. A replacement device was used to complete the procedure. The hospital did not report any patient effects. The product is returning. Heartstring would not deploy during procedure.

Manufacturer narrative:
On 03/08/2016 05:20 pm (gmt-5:00) added by (B)(6): the device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed. A lot history record review was completed for the reported product lot number. There was no nonconformance recorded in the lot history. (B)(4)

Event description:
On 02/16/2016 05:37 pm (gmt-5:00) added by (B)(6): complaint 1 of 2. See (B)(4). On 02/16/2016 03:04 pm (gmt-5:00) added by (B)(6): the hospital reported that during a coronary artery bypass procedure, hs iii proximal seal system 3.8mm did not deploy during procedure. A replacement device was used to complete the procedure. The hospital did not report any patient effects. The product is returning. On 02/12/2016 11:38 pm (gmt-5:00) added by (B)(6): heartstring would not deploy during procedure.